Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump stops was confirmed through the analysis of the submitted log files. The first submitted controller log file, dated 24oct2019, captured two pump stops which were associated with low speed advisory/hazard alarms, low flow hazard alarms, and large elevations in pump power (up to 17.5 w) and elevated pi (up to 8.5). The low speed events and pump stoppages captured in the log file occurred while the patient was operating on battery power. The second submitted controller log file, dated 13nov2019, captured several drops in speed below the low speed limit which were associated with low speed advisory alarms and occurred while the patient was operating on battery power. Based on previous complaint experience, the events captured in the submitted log files appeared consistent with a potential driveline issue; however, a specific cause for the events could not be conclusively determined. It was later reported that the patient, who was reportedly asymptomatic, was brought in for admission in order to perform a fluoroscopy of the driveline. No visible damage to the driveline observed during the fluoroscopy. The patient was issued a new ungrounded patient cable. The patient was discharged home in stable condition. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The heartmate ii patient handbook also contains important warnings related to pump stops. The hmii IFU contains information on all system parameters, including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump off alarms on (B)(6) 2019. The pump off alarm from (B)(6) 2019 was due to a controller change in clinic. Patient is on an ungrounded tether cable but states that they only use batteries at home. The data showed 2 pump stops and 4 low speed advisories. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to batteries. It appears that this short to shield has matured into a phase to phase short with multiple wires with insulation damage. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. No further or additional information was provided.

Event description:
The site communicated that the patient was brought in for admission after a transient syncopal episode and pump stops. It was reported that the patient had a 6 day admission from (B)(6) 2019 for pump stoppages and a transient syncopal episode. Patient had a percutaneous lead repair, as the xray demonstrated fraying of the driveline externally. However, had two more pump stoppages after the percutaneous lead repair; patient placed back on ungrounded tether cable. Percutaneous lead repair on (B)(6) 2019, noted that the returned driveline showed no pathology. Patient had a history of pump stoppages after the percutaneous lead repair. They were brought in for admission after several attempts from (B)(6) 2019 clinic visit when interrogation revealed pump stoppages, in order to perform fluoroscopy of driveline. Fluoroscopy did not reveal any visible damage. The log file contained abnormal speed drops below the low speed setting while the patient was connected to battery power. In the past these alarms have been associated with multiple wire fractures within the patients driveline. These additional alarms following the driveline repair would indicate the driveline damage is internal. Keep in mind pump stoppages may now occur regardless of ungrounded cable or battery usage. Patient was not symptomatic. Patient was issued a new ungrounded tether cable. Patient was discharged home in stable condition. No further information was provided.